Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced resistance on suctioning while the tracheostomy tube on was put on. The similar situation happened when they switched to a new device. Patient reported to have thick secretions. Parents reported that the suction catheter inserted with ease but and they had to force the catheter to overcome the resistance. Correct suction catheter size was used. There were no harms reported as a result of the event.

Manufacturer narrative:
H3: one sample was received. Sample was visually inspected but the customer reported complaint was unable to be confirmed. No obstruction was identified int he internal diameter of the tube. A retrospective review of 12-month period was made for complaints originated related to this issue and no additional complaints were identified to this part number and lot.